Event description:
Complaint ticket documents customer reports related to amplification detection unit (adu), and reaction vessels (rv) ejection failures (also known as popping rv's) after installation of the technical service bulletin (tsb) 640-060 [001] procedure to lower the amp-detect clamp height and update the amp-detect personality, on an alinity m system, ln 08n53-002. This complaint was linked to a previously conducted investigation which confirmed a product deficiency for the alinity m system, ln 08n53-02, and for the tsb 640-060 [001].

Manufacturer narrative:
Complaint investigation confirmed a deficiency where instances of reaction vessel (rv) ejection failures (also known as rv popping) were observed in the field after execution of technical service bulletin (tsb) tsb 640-060 [001] procedure to lower the amp-detect clamp height and update the amp-detect personality. Urgent field safety notice / field correction recall (fa-am-dec2021-264v2) was issued on february 11, 2022 and a technical service bulletin was issued on february 18, 2022 to address this issue. It was deemed reportable per 21cfr 806 and therefore reportable under 21cfr803. This action was communicated to the FDA on february 14, 2022. The following mdrs were also reported as related to fa-am-dec2021-264v2 (511-risk): 3005248192-2022-00220; 3005248192-2022-00222; 3005248192-2022-00223; 3005248192-2022-00224; 3005248192-2022-00225; 3005248192-2022-00226; 3005248192-2022-00227; 3005248192-2022-00228; 3005248192-2022-00233; 3005248192-2022-00234; 3005248192-2022-00235; 3005248192-2022-00236; 3005248192-2022-00237; 3005248192-2022-00238; 3005248192-2022-00239; 3005248192-2022-00240; 3005248192-2022-00241; 3005248192-2022-00242; 3005248192-2022-00243; 3005248192-2022-00244; 3005248192-2022-00247; 3005248192-2022-00248; 3005248192-2022-00249; 3005248192-2022-00250; 3005248192-2022-00251; 3005248192-2022-00252; 3005248192-2022-00254; 3005248192-2022-00253; 3005248192-2022-00255; 3005248192-2022-00256; 3005248192-2022-00257; 3005248192-2022-00258; 3005248192-2022-00259; 3005248192-2022-00260; 3005248192-2022-00261; 3005248192-2022-00262; 3005248192-2022-00263; 3005248192-2022-00289; 3005248192-2022-00290; 3005248192-2022-00291; 3005248192-2022-00292; 3005248192-2022-00293; 3005248192-2022-00294; 3005248192-2022-00295; 3005248192-2022-00296; 3005248192-2022-00297; 3005248192-2022-00298; 3005248192-2022-00308; 3005248192-2022-00309; 3005248192-2022-00310; 3005248192-2022-00311; 3005248192-2022-00312; 3005248192-2022-00317; 3005248192-2022-00319; 3005248192-2022-00320; 3005248192-2022-00321; 3005248192-2022-00322; 3005248192-2022-00323; 3005248192-2022-00324; 3005248192-2022-00325; 3005248192-2022-00326; 3005248192-2022-00327; 3005248192-2022-00329; 3005248192-2022-00330; 3005248192-2022-00331; 3005248192-2022-00332; 3005248192-2022-00333; 3005248192-2022-00334; 3005248192-2022-00335; 3005248192-2022-00340; 3005248192-2022-00342; 3005248192-2022-00344; 3005248192-2022-00346; 3005248192-2022-00348; 3005248192-2022-00349; 3005248192-2022-00350; 3005248192-2022-00352; 3005248192-2022-00356; 3005248192-2022-00359; 3005248192-2022-00360; 3005248192-2022-00363; 3005248192-2022-00364; 3005248192-2022-00365; 3005248192-2022-00366; 3005248192-2022-00367; 3005248192-2022-00368; 3005248192-2022-00369; 3005248192-2022-00370; 3005248192-2022-00371; 3005248192-2022-00372; 3005248192-2022-00373; 3005248192-2022-00374; 3005248192-2022-00375; 3005248192-2022-00376; 3005248192-2022-00377; 3005248192-2022-00378; 3005248192-2022-00379; 3005248192-2022-00380; 3005248192-2022-00381; 3005248192-2022-00382; 3005248192-2022-00383; 3005248192-2022-00384; 3005248192-2022-00385; 3005248192-2022-00516; 3005248192-2022-00602; 3005248192-2022-00603; 3005248192-2022-00604; 3005248192-2022-00605; 3005248192-2022-00606; 3005248192-2022-00607; 3005248192-2022-00608; 3005248192-2022-00609; 3005248192-2022-00610; 3005248192-2022-00611; 3005248192-2022-00612; 3005248192-2022-00617; 3005248192-2022-00618; 3005248192-2022-00620; 3005248192-2022-00621; 3005248192-2022-00622; 3005248192-2022-00623; 3005248192-2022-00624; 3005248192-2022-00625; 3005248192-2022-00626; 3005248192-2022-00631; 3005248192-2022-00632; 3005248192-2022-00633; 3005248192-2022-00634; 3005248192-2022-00635; 3005248192-2022-00658; 3005248192-2022-00659; 3005248192-2022-00660; 3005248192-2022-00661; 3005248192-2022-00666; 3005248192-2022-00667; 3005248192-2022-00691; 3005248192-2022-00692; 3005248192-2022-00694; 3005248192-2022-00748; 3005248192-2022-00755; 3005248192-2022-00776; 3005248192-2022-00795; 3005248192-2022-00802; 3005248192-2022-00902.

Manufacturer narrative:
This report was initially incorrectly tied to reaction vessel (rv) ejection failures (also known as rv popping) observed in the field after execution of technical service bulletin (tsb) tsb 640-060 [001] procedure to lower the amp-detect clamp height and update the amp-detect personality (fa-am-dec2021-264v2 issued on february 11, 2022 and associated tsb was issued on february 18, 2022). H6 codes were updated to reflect that this report covers a non-reportable event. Complaint investigation is ongoing regarding this reported event.

Manufacturer narrative:
Elevated complaint investigation confirmed that the original reported event was not related to fa-am-dec2021-264v2 - issued on february 11, 2022. Therefore, this event remains as a non-reportable event. Investigation into this complaint included a customer data review, retain sample evaluation. A quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: available attachments were reviewed for verification of an rv separation event and all information was taken into account. Attachment review along with the other elements of this elevated complaint investigation were sufficient to complete a thorough investigation. Retain sample evaluation: file samples for integrated reaction unit (iru) lot 2074258 for part number (pn) 09n26-010, implicated as the cause of rv separation in the complaint ticket currently under review, were evaluated by a subject matter expert (sme) for this elevated complaint investigation. An sme completed a retain sample evaluation for the purpose of investigating the issue of rv separation and observing the interaction between the rv cap and rv (components within the iru that are attached to form a capped rv). The evaluation was completed on an in-house instrument. The iru lot was tested using a script that reproduces the operations completed during move rv to cycler operation (the operation that is executed when rv separation occurs). There were 160 rv and rv cap pairs (components that are involved when an rv separates from the rv cap tested for each unique iru lot. Based on the results of the evaluation, the sme was unable to replicate the issue of rv separation and it was concluded that all move rv to cycler operations passed with no instances of rv separation. In addition, there were no occurrences of rv separation in the logs captured during the evaluation. CAPA / non-conformance review and DHR review: a search of nc/CAPA records was performed for any instances of rv separation while using iru lots 2074258 pn 09n26-010, currently under review in this investigation. The abtraq query did not identify any records related to instances of rv separation while using the iru lot 2074258. Complaint history review: a complaint search was performed to identify past complaint tickets for any instances of rv separation while using iru lot 2074258, pn 09n26-010, under review in this elevated complaint investigation. No additional related complaints were identified by this review. Complaint trending was completed. A trend violation was not identified, and the upper control limit was not exceeded for the alinity m system (ln 08n53-02). Based on the results of the investigation, a product deficiency has not been identified for iru lot 2074258, pn 09n26-010, currently under review for this elevated complaint investigation.